Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery life of this pacemaker was nearing elective replacement indicator (eri), however, went back to two and a half years remaining after a month. Boston scientific technical services (ts) then discussed doing hex dump to assess unexplained changes in battery status. To date, the device remains in service. No adverse patient effects were reported.